Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: the customer states that a cap fell off the trocar and fell in the pt while performing surgery hernia inguinalis. The cap was removed with a laparoscopic preparation claw. The surgeon removed the cap through the trocar of the pacemaker. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.